Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system stored a signal artifact monitor (sam) episode where the respiratory rate trend (rrt) sensor was disabled due to a high out-of-range pace impedance measurement greater than 3,000 ohms on this right atrial (ra) lead. Electrogram (egm) review showed low-level ra lead noise after the recent out of range ra pace impedance measurement. It was unclear whether there was ra loss of capture (loc), and there was possible undersensing. Technical services (ts) discussed troubleshooting options and programming considerations. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system stored a signal artifact monitor (sam) episode where the respiratory rate trend (rrt) sensor was disabled due to a high out-of-range pace impedance measurement greater than 3,000 ohms on this right atrial (ra) lead. Electrogram (egm) review showed low-level ra lead noise after the recent out of range ra pace impedance measurement. It was unclear whether there was ra loss of capture (loc), and there was possible undersensing. Technical services (ts) discussed troubleshooting options and programming considerations. This ra lead remains in service. No adverse patient effects were reported. Additional information received reported that ra lead fracture was suspected. The field representative clarified there was oversensing, not undersensing. There was some ra pacing inhibition, but no asystole as right ventricular (rv) pacing was unaffected. This ra remains in service, however in-office device consulation will be scheduled to discuss ra lead revision. No adverse patient effects or interventions were reported at this time.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.